Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a display issue was observed on the ECG while interrogating the device. Device replacement is anticipated. Further information was requested but not yet received. The patient was in stable condition and experienced no adverse health consequences.